Manufacturer narrative:
(B)(4). The device was serviced at the customer site by a field service technician. Visual inspection determined that the device was in a good physical condition. Functional testing identified that the sensor board was damaged. The cause of the damaged sensor board is unknown. No repairs were performed as the device as been removed from service. Should additional relevant information become available, a supplemental report will eb submitted.(B)(4). The problem was confirmed. However, the problem cannot conclusively be assigned to a human factors issue. No further testing has been completed at this time and no repairs have been performed as the referenced device has been removed from service.

Event description:
During product service by a service technician, a flogard infusion pump was found to have damaged sensor board. No additional information is available.